Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer customer continued to use the pump for insulin therapy and declined further troubleshooting for past occlusion alarms and no additional information was obtained.